Event description:
High impedances of greater than 40,000 ohms with electrodes 0-7 and 13 was reported. Diagnostic testing or troubleshooting will be performed in the future. The patient fell several months ago, which may account for out of range impedances. The patient experienced stimulation station near the spinal incision/anchoring sight of the lead. The physician was aware of the issues. The company representative confirmed a week later that no further testing had been completed since the impedances were checked at the (B)(6) appointment. No further troubleshooting has been done or planned at this time. The patient was doing well and receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).